Manufacturer narrative:
Device evaluation - the suspect device was returned for evaluation. The device was examined visually and tested, the complaint was confirmed. The stent would not deploy. The outer catheter sheath had a defect approximately 5.5" proximal to the tip of the device. The root cause is attributed to material degradation of the outer sheath of the delivery system. Corrective action has been implemented to address this failure. Complaints will continue to be monitored to verify effectiveness of corrective actions taken. A product recall was initiated by merit on 25 january 2010. A report to the FDA in accordance with (B) (4) is in process. Please reference the above mentioned product removal report for further information. No additional form 3500a reports will be filed for this event.

Event description:
The stent would not deploy during endoscopic retrograde cholangiopancreatography procedure. The delivery system seemed to have a tear in the external sheath. No harm to patient. Procedure completed with another device. This incident was deemed not reportable by merit in accordance with the criteria set forth in the FDA guidance at the time it was received. However, after further internal investigation, merit determined on 25 january 2010 that a product removal would be required. This is a 5-day MDR in accordance with statutory reporting requirements.